Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead exhibited loss of capture (loc). The lead was explanted. No adverse patient effects were reported. Additional investigation revealed that this lead did not exhibited loc but was rather explanted as the patient was upgraded from an pacemaker to an implantable cardioverter defibrillator (ICD) and this pace/sense right ventricular (rv) lead was replaced with a high voltage rv lead. There were no allegations against the functionality of the this lead.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this implantable lead exhibited loss of capture (loc). The lead was explanted. No adverse patient effects were reported.